Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after inserting in the patient, they tried to inflate and the tube failed. It appeared to have a leak. There was a hole in it. Patient had to be extubated and re intubated."

Event description:
It was reported that "after inserting in the patient, they tried to inflate and the tube failed. It appeared to have a leak. There was a hole in it. Patient had to be extubated and reintubated.".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of cuff leakage was confirmed upon investigation of the returned sample. The customer returned the actual sample for investigation. Visual inspection of the sample returned confirmed a tear on the cuff with features consistent with a burst type rupture, likely associated with internal pressurization or localized material weakness. No evidence of damage from sharp instruments was observed. A device history record review was performed, and no relevant findings were identified. While the instructions for use (IFU) caution against overinflation and recommend pre-use cuff testing, the specific root cause of the defect could not be determined based on the available evidence.